Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(4). No related complaint received with return of device. Failure observed during analysis. A partial lead was returned in two segments for analysis. External insulation abrasions were noted at 47.8-48.0cm and 55.1-55.3cm from the distal tip, consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasion were noted at 8.6-13.9cm from the distal tip. Internal insulation abrasion was noted at 35.8-36.6cm from the distal tip. The etfe coating was intact at these locations.